Manufacturer narrative:
The ventilator was investigated on-site. The reported problem could not be reproduced and no malfunction could be found. No parts were replaced. The ventilator was returned for clinical use and no further issues have been reported. The device logs were not received for evaluation. The conclusion is that there was no ventilator malfunction. The root cause of the reported event has not been determined. It was observed during an external audit at getinge (B)(4), that servicing practices at getinge (B)(4) are not in compliance to applicable requirements due to identified gaps in quality management system. Specifically, unanticipated repair activities were not submitted as complaints and assessed for reporting as required per regulations and as a result this report was not submitted in a timely manner. Getinge (B)(4) has approved a comprehensive remediation plan and all unanticipated repair activities will be submitted as complaints.

Event description:
It was reported that the ventilator generated alarm for low expiratory minute volume. It is not known if a patient was involved. Manufacturer's reference #: (B)(4).